Manufacturer narrative:
H.6. Investigation summary: fifty-six 3ml integra syringes in blister packs from batch 9112884 (p/n 305270) were received and evaluated. Two of the syringes were in opened blister packs and fifty-four were in fully sealed packages. The two syringes in opened blister packs were cautiously evaluated due to potential contamination with one syringe appearing to have dried medication past the stopper and the other syringe appearing to have minor hub damage. The remaining fiftyfour unused syringes were thoroughly evaluated with twenty-three displaying some degree of stopper deformation and one displaying hub damage at the connection point and in the threading. The twenty-three syringes with observed stopper deformations and one with hub damage were tested for leakage. Three of the syringes with stopper deformations leaked past both ribs of the stopper and were rejectable per product specification. The syringe with the hub damage did not leak at the connection. Five hundred stoppers were collected from current production and evaluated. No visual defects were observed. The potential root cause for the leakage past stopper defect is associated with the molding process. The raw material was not sufficiently melted causing the mold to not completely fill resulting in slightly deformed stoppers. No corrective actions are necessary based on the defective rate identified. Batch 9112884 is considered in compliance with our product specification requirements. 8. Released quantity was 428,400. The stopper molding batch was reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications. However, defects potentially relating to complaint were recorded and adjustments were made. Batch 9112884 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. A defect was found during the manufacture of this batch and adjustments were made to correct the issue. Current production was evaluated with no defects observed as of 1/13/2020. (B)(4) . No corrective actions are necessary based on the defective rate identified. Batch 9112884 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle was loose on the syringe. This was discovered during use. The following information was provided by the initial reporter: material no.: 305270, batch no.: 9112884. It was reported that the needle felt loose on the syringe which caused a loss of suction. Per email: thanks for your response. I am not sure what an approved container would consist of. These syringes have not been exposed to any bodily fluids and have the protective tips attached. Also, when I discovered the defected syringe, I wasted a shingrix vaccine that cost (B)(4). I actually have 2 syringes to return. I had a second event with another syringe while trying to draw up a shingrix vaccine. The syringe needle felt loose and I could tell it had no suction but I did not lose that vaccine. I have about 3/4 of a box that I don¿t feel comfortable using.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle was loose on the syringe. This was discovered during use. The following information was provided by the initial reporter: material no.: 305270 batch no.: 9112884. It was reported that the needle felt loose on the syringe which caused a loss of suction. Per email: thanks for your response. I am not sure what an approved container would consist of. These syringes have not been exposed to any bodily fluids and have the protective tips attached. Also, when I discovered the defected syringe, I wasted a shingrix vaccine that cost (B)(6). I actually have 2 syringes to return. I had a second event with another syringe while trying to draw up a shingrix vaccine. The syringe needle felt loose and I could tell it had no suction but I did not lose that vaccine. I have about 3/4 of a box that I don¿t feel comfortable using.